Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Corrected: event/problem description, implant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2007. Patient experienced severe pain and discomfort in her thigh, groin, lower back, and hip-joint; metallosis damaging the bone and tissue surrounding the implant; an inability to walk and other lack of mobility; loosening of the implant; pain while sitting; problems standing; popping, clicking and grinding sensations and sounds from implant; infection; inflammation; swelling; and chromium and cobalt metal toxicity. Patient will be required to undergo revision surgery to remove the asr hip implant. Doi: (B)(6) 2007 - dor: unk (left side). Patient is a resident of (B)(6).

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2007. Patient experienced severe pain and discomfort in her thigh, groin, lower back, and hip-joint; metallosis damaging the bone and tissue surrounding the implant; an inability to walk and other lack of mobility; loosening of the implant; pain while sitting; problems standing; popping, clicking and grinding sensations and sounds from implant; infection; inflammation; swelling; and chromium and cobalt metal toxicity. Patient will be required to undergo revision surgery to remove the asr hip implant. (B)(4) 2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which included medical records. Records indicate that patient was implanted on (B)(6) 2007. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.